Event description:
It was reported that, during a shoulder repair, five devices displayed an error code after 5-10 minutes of usage. There was a backup device. No significant delay or patient injury was reported. Results of the investigation have concluded that the wand shows a partially detached electrode which makes it a reportable event due to the pieces could fall inside the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the device used in treatment, was returned for evaluation. There was a relationship between the returned devices and the reported event. A review of manufacturing records for the reported lot number 2020216 found no non-conformances or anomalies during manufacturing process related to the reported event. Review of complaint history of the reported lot number 2020216 for the past 3 years found no other similar complaints (see attached spreadsheet). Visual inspection under magnification of the wand show a detached electrode on the device. The insulation on the shafts are in its original condition. There are no manufacturing abnormalities visually observed with the returned wands. Prior to the functional testing the resistance of the r2 was measured to be between 1237ohms. During functional evaluation the device was connected to a compatible quantum2 controller and did not work. An error e-7 occurred. After by-passing the error, the wand performed as intended. The suction lines were tested and performed as intended. The complaint was verified with several root causes that could have contributed to the reported error e-7 message. The device performed as intended after bypassing the error e-7. The root cause could not be determined with certainty. Potential factors unrelated to the design and manufacture of the device that may lead to reported event includes(1)mechanical displacement of tissue through applied force(2)gain access to tissue as this may result in a damage to the device, and/or leading to patient injury(3)device tip hitting a metal surface such as a cannula.